Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator failed to open while accessing the medication. The technical support specialist was unable to reach out to the customer, and the issue could have been resolved on the customer's side (it, pharmacy) and no information was provided about how the issue was resolved. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator was unable to be unlocked. The customer stated this malfunction occurred while issuing medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.